Event description:
It was reported that during an oesophagogastrectomy (lap abdomen phase) procedure, the device had inadequate/partial sealing (with re-grasp alert, evidence of energy delivery and end tones heard) and apparently the device stopped working after about 1h after 30 good seals on 1-5 mm of fat and connective tissue. The device's jaw was cleaned adequately. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a staple/clip in the knife track of the jaw. Functional testing found that if the staple were to make contact with the seal plate it can result in alarm activations and difficulty with activating the device. The staple in the knife track also caused the knife blade to be difficult to advance. The knife cut of the device was tested on a silicone test strip with mediocre results. A closer look at the cutting blade revealed minor damage, consistent with cutting into hard/metal object. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the device did not seal completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working and there was alarm activation issue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a oesophagogastrectomy (lap abdomen phase) procedure, the device had sealing inadequate/partial (with re-grasp alert, evidence of energy delivery and end tones heard) and apparently the device stopped working after about 1h after 30 good seals on 1-5 mm of fat and connective tissue. The device's jaw was cleaned adequately. Another ligasure device used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device had inadequate/partial sealing (with evidence of energy delivery and end tones heard) and apparently the device stopped working after about 1 hour. The device¿s jaw was cleaned adequately. Another device was used successfully with the same generator. There was no patient injury.